Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00269. During the procedure to replace the pt's ((B)(6)) ipg due to normal battery depletion, an issue was noted with the extension through intraoperative testing. Force was applied to the device resulting in damage to a contact. The physician decided to replace both of the pt's extensions. The issue extensions. The issue extended the surgical procedure by approx one hr. Effective therapy was captured for the pt following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.